Event description:
Patient reported the cartridge is leaking. Patient stated he noticed the leak last night when he looked at the pump and noticed insulin inside of the pump chamber. No adverse event reported. Requested return of the pump, cartridge, infusion set, and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.